Event description:
Patient (B)(6) had the essure placement (B)(6) 2009 and the hsg test (B)(6) 2010, reflected proper placement and occlusion. A year later she began having severe cramping, spotting, bleeding during sex and pelvic pain. In 12/06/2011 she went to her physician and had a sonogram and he discovered the right coil had migrated into her uterus. On (B)(6) 2012, she presented to the ER with sever abdominal pain and the hospital determined via sonogram and uterine cat scan that the left coil had expelled, unwound and was lodged into the myometrium of her uterine wall. Her physician advised her to have a partial hysterectomy in order to remove the devices due to their location. This was performed (B)(6) 2012. Patient is doing much better post surgery. Conceptus received her medical records (B)(6) 2012 from her physician.